Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed with the device. The device was put through extensive testing including internal inspection, bench handling and defib functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs indicated that the device was in a defib lead short condition at the time of the reported event. This may have prevented the device from discharging because the short does not meet the impedance range required for defibrillation other than a 30j shock. The electrode pads involved were not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) for cardiac arrest, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient and successfully delivered therapy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.